Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was swimming and the pump was exposed to moisture. Fluid was present in the battery compartment. The customer reported a crack on the battery tube side. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded keypad flex connector gold traces were noted. Moisture damage was also noted on the keypad connector on the electronic stack and on the electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly, unable to test pump error 35. Unit was also received with: battery tube threads - cracked, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of pump error 35 were unable to be confirmed due to constant flashing medtronic logo. However, customer's allegations of flashing medtronic logo and moisture damage were confirmed when unit powered on with flashing medtronic logo, caused by corroded electronic assembly. Isolate to electronic assembly. In addition, customer allegations of crack in the battery tube side were confirmed when battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.